Event description:
On (B)(6) 2011 lv had no capture at follow up today. Lv lead impedance dropped from about 700 to 300 end of (B)(6), then steadily rose to 500 by end of (B)(6). Lv amplitude dropped end of (B)(6) from 25 to 1 mv. Amplitudes today were 2.4mv. All other measurements normal. Chest xray showed l v lead dislodged. Patient is being rebooked for a CT scan. Lv output turned off and being paced rv only. (B)(6) general hospital dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).